Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, wear abrasion, crease fold, opening crack. Leak test was performed, and found openings. A microscopic analysis was performed which identify, crease smooth opening on radius and posterior. And opening crack. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease smooth opening on radius assessed, as fold flaw opening. A crack opening on diaphragm valve assessed, as cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported, right side deflation. Device explanted.

Event description:
Healthcare professional reported right side deflation. Device explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.